Event description:
It was reported that during a procedure, the generator indicated that there was a problem with the handpiece. A second disposable device was opened and the same sequence of events followed. There was no pt consequence.